Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Data investigation confirmed no audio alerts for low readings on the mobile app. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that there was no alarm on the dexcom g6 mobile application. It was indicated that the patient received no alarm in the application for a low glucose level due to the user not setting the alarms correctly. He became unconscious and an ambulance had to be called. The ambulance administered glucose and no further treatment was given. At the time of the report the patient was doing well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.